Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology is unknown. It was reported that a proximal type I endoleak was observed and a talent cuff was implanted in the patient resolving the endoleak. The physician believes the cause of the endoleak was due to either graft migration or possibly aortic remodeling. Approximately four years later, the patient presented with what was determined by the surgeons to be a type iii endoleak (dislodgement of the aneurx main body and the talent cuff). Both the aneurx and talent devices were explanted and a dacron graft was sewn in to repair the aaa. The physician believes cause of the separation was due to migration of the aneurx stent graft, as the talent stent graft was still in place just below the renals. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).